Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Insulin pump trace download analysis confirmed the insulin pump alarmed power error low battery, and power loss alarm. The power management tool confirmed power error, low battery, and power loss alarm were triggered when the battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. No unexpected replace battery now alarms noted. Analysis identified product meets specification? No.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed power error detected. The customer¿s blood glucose level was 153 mg/dl at the time of the incident. It was reported that the pump was having battery related issues. It was reported that the batteries only last for a few days. It was reported that on saturday (B)(6) 2017 at 02:00 it said change battery and at 02:31 change battery now (no low battery alarm at all). The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.